Event description:
It was reported that within three days of implant, the patient¿s family reported the device wound was red and the patient felt pain with it. The patient received a transfusion. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).